Event description:
It was reported that the clinician info center (cic) shut down resulting in a loss of telemetry monitoring for 9 hours affecting 16 pts. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.